Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a blank top half of the screen, limiting visibility to only the bottom half, and the user was instructed to revert to backup therapy while a replacement was arranged. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included interruption of normal device use and reliance on backup therapy, with data synchronization to the mobile app advised and a shutdown procedure provided to reduce alerts. Investigation included technical troubleshooting and user education, confirmation of addresses and return process, and shipment of a replacement. Investigation of this case revealed a screen visibility malfunction consistent with a hardware display issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly leading to partial screen loss.